Event description:
Customer reported their abbott diabetes care (adc) device "freezes during measurements" and as a result the customer could not obtain readings. The customer experienced "tingling in the hands and feet" and a loss of consciousness, and received a glucose injection as treatment by a healthcare professional due to the diagnosis of hypoglycemia. Laboratory glucose results of 143 mg/dl and 140 mg/dl were also obtained but the time of these reading are unspecified. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported their abbott diabetes care (adc) device "freezes during measurements" and as a result the customer could not obtain readings. The customer experienced "tingling in the hands and feet" and a loss of consciousness, and received a glucose injection as treatment by a healthcare professional due to the diagnosis of hypoglycemia. Laboratory glucose results of 143 mg/dl and 140 mg/dl were also obtained but the time of these reading are unspecified. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. A visual inspection was performed and no issues were observed. All reader built-in tests passed. Frozen display was not observed. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported their abbott diabetes care (adc) device "freezes during measurements" and as a result the customer could not obtain readings. The customer experienced "tingling in the hands and feet" and a loss of consciousness, and received a glucose injection as treatment by a healthcare professional due to the diagnosis of hypoglycemia. Laboratory glucose results of 143 mg/dl and 140 mg/dl were also obtained but the time of these reading are unspecified. There was no report of death or permanent impairment associated with this event.